Manufacturer narrative:
H6: investigation summary incoming inspection report of the cannula which used for this lot, and all test results meet the specification; DHR and manufacture records were reviewed, no abnormal was found. Inspected 7pcs retention sample cannula angle, cannula appearance and cannula pull force. All results passed. Based on the investigation above, the certain cause cannot be concluded at the moment. But reusing will increase the risk of cannula broken which has already exited in IFU. See h10.

Event description:
It was reported that pen needle 31gx5mm 5b 28ct was broken. The following information was provided by the initial reporter: sales rep got report from the customer, it was found that the pen needle was broken inside customer's during injecting, the needle was bought in a drugstore, the batch number was 0065917 with unknown material number.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 5b 28ct was broken. The following information was provided by the initial reporter: sales rep got report from the customer, it was found that the pen needle was broken inside customer's during injecting, the needle was bought in a drugstore, the batch number was 0065917 with unknown material number.